Event description:
The customer reported having low blood glucose when he woke up. The caller stated that the insulin pump bolused and he does not know how it happened. The customer mentioned that the battery cap was completely stripped and the battery compartment was chipped off. Reviewed the bolus history and found three boluses, but the customer denied programming them. Checked the alarm history and noticed bad battery and weak battery alarms. Advised the caller that the insulin pump would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.